Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48657, 1627487-2020-48658, 1627487-2020-48659. It was reported that patient¿s left lead at t11 migrated. As a result, surgical intervention was undertaken where in the lead was explanted and replaced. Also, patient¿s left lead at l2 was explanted, as patient was experiencing pain in the left leg since the implant. It is unknown which lead is liable, so all suspected leads are reported.